Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device has been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation. Product UDI is corrected.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error codes 1104 (post check vent: backup alarm failed) and 1115 (check vent: aux alarm supply failed). There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed error codes 1104 ((post) check vent: backup alarm failed) and 1115 (check vent: aux alarm supply failed). During troubleshooting, the rse recommended that the customer replace the motor control board to resolve the issue. The customer was provided with the part number for a replacement.